Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31808822l and no internal action related to the complaint were found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: pc-(B)(4).

Event description:
It was reported that a patient underwent an idiopathic ventricular tachycardia ablation procedure with a thermocool smarttouch sf catheter and the patient experienced complete heart block which required a temporary pacemaker. A complete heart block was noticed after ablation was stopped. After mapping the premature ventricular contractions and making some points, when the physician came off ablation, the patient was in complete heart block. The patient was immediately paced from the coronary sinus catheter and a temporary pacemaker ¿ dual chamber pacemaker was implanted. The patient was in stable condition. The patient required one day extended hospitalization for permanent pacemaker implant. The patient fully recovered (no residual effects). The physician reviewed with other physicians and the overall opinion on the event was ¿bad luck¿.